Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. A promus premier ous mr 38 x 2.75 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent strut row 1 on the proximal end of the stent was damaged and lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08apr2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 25mm x 2.75mm concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated leaving 10% residual stenosis. A 38 x 2.75 promus premier drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.